Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cable connecting the distribution node to the rear therapy electrodes was missing from the electrode belt. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.